Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Additional information: g6 - type of report - noted as follow-up #1. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned. The investigation was conducted, and results noted as listed below. The iol was found inside the middle of the injector tip. The leading haptic was tucked. The trailing haptic was detached from the optic and remained on the slider. Trace of polymerization was found both on the haptic root and optic edge. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. We could release a reinstalled iol from the returned injector without any problems. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60r). We also confirmed there were not any abnormalities on the loop pull strength test of the material lot. (Syse-60-04) in addition, research in our complaint database indicated there were not any similar events in the same production lot. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Broken haptic. Damaged haptic before implantation. Patient impact: no impact. Health impact: no patient involvement. It occurred in china, there was no impact to patient, however it was directly reported to the local authority by the hospital.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Broken haptic. Damaged haptic before implantation. (B)(4). It occurred in (B)(6), there was no impact to patient, however it was directly reported to the local authority by the hospital.